Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. There was no allegation with the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nailing system (tfna) nail had a possible device failure without many specifics. It was implanted at another facility and was apparently removed in a second operation at a later date. The sales consultant was present during the implementation of the device though could not recall the case specifically. The nail was removed at (B)(6) medical center and the sales consultant do not have a date for this removal. Procedure and patient status/outcome were unknown. This report is for one (1) screw-locking. This is report 3 of 3 for (B)(4).